Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; there were worn components. The devices were repaired and returned. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported there was a cot drop event. 1 event had no patient involvement. 3 events had patient involvement, however there were no consequences or impacts to the patient.